Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review of device data, there was an alert for this right ventricular (rv) lead for shock lead impedance out of range with a value of 126 ohms. At this time, this lead remains in service and there were no adverse patient effects reported.